Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and this transvenous implantable lead delivered an innapropriate shock due oversensing noise on the rate/sense channel. In addition, the pacing impedance was greater than 3,000 ohms and the pacing threshold has increased. The noise could not be reproduced and the noise did not inhibit pacing. A lead fracture is suspected.